Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine of unknown concentration at a dose rate of 0.6512 mg/day and dilaudid of unknown concentration at a dose rate of 0.6512 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was initially reported that the patient has had 10 falls occur since (B)(6) 2016. After a fall last week in (B)(6) 2016, she broke two ribs and ruptured a disc. The patient was in pain as a result of her falls since (B)(6) 2016. No intervention was reported. The change in therapy/symptoms occurred gradually. The patient was working with her physician regarding her situation / pain and falls. On (B)(6) 2016 a consumer reported that the patient falls/was falling, had pain, and bruises. It was further noted that the patient had been having spasms around the pump after a procedure to check the fluid around the pump. As per the patient, they hit the metal of the pump and the pump pushed out an inch. The pump felt like it was coming out so she rubbed it and put it back in. It would hurt off and on when the patient bends over etc. This happened in (B)(6) of 2016; the date (B)(6) 2016 is considered an approximate date of event. The patient was to see a physician this week and discussing her medical issues and falling at that time was planned. It was further noted that spasms also occurred in (B)(6) of 2016. The patient was currently receiving bupivacaine of unknown concentration at a dose rate of 0.7504 mg/day and dilaudid of unknown concentration at a dose rate of 0.7504 mg/day as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.